Manufacturer narrative:
A replacement reagent was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the synchron triglyceride reagent kit was leaking due to a loose cap. No injury or operator exposure was reported for this event.